Event description:
It was reported that during a sigmoidectomy procedure, the device locked out a few minutes after started using. Error code 5 was indicated. There were no adverse consequences to the pt.